Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of wear and tear to the system controller (serial number (B)(6)) was confirmed via product analysis. The system controller was returned with damage to the outer jacket of the black power cable. The heartmate 3 system controller underwent functional testing and passed without issue. The system controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time as intended. No atypical alarms activated throughout testing. Submitted log files captured no atypical events or alarms throughout the data capture. Downloaded log files captured data consistent with a system controller exchange taking place. Available information provided that the system controller had routine wear and tear over the course of 2 years since the patient was quite active. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an elective modular cable and system controller exchange due to modular cable cosmetic damage. The old system controller and modular cable had routine wear and tear from the past 2 years as the patient was quite active. Log files were submitted for before and after the controller exchange for review. The log files appeared to have captured routine events and there were no notable alarm conditions seen in the log files. Based on the available data, the mechanical circulatory support (mcs) equipment appeared to have operated as intended both electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.